Manufacturer narrative:
Section h6 health effect - impact code: corrected. Manufacturer's investigation conclusion: the reported event of flow, pressure and motor alarms was confirmed via log file analysis. The centrimag motor was not returned for analysis; however, a log file was downloaded for review from the centrimag 2nd generation primary console (serial number: (B)(6) that showed events spanning approximately 7 days (21nov2024 ¿ 27nov2024, 18dec2024 per time stamp). Events occurring on 18dec2024 took place during lab testing at abbott. On (B)(6)2024 at 05:42:00, and on (B)(6) 2024 at 07:35:00 a ¿flow below minimum: f3¿ became active following a ¿pump stop due to user request¿ and a system shutdown was performed shortly after the pump stop at 05:42:00 and 07:35:00, respectively. A ¿pressure 2 disconnected: p2¿ alarm was active following a sf_lmc_pressure_2_disconnected sub fault on (B)(6) 2024 at 08:59 and from 09:01 ¿ 09:06. A ¿motor alarm:m4¿ was active on (B)(6) 2024 from 09:03 ¿ 09:05 following a sf_lmc_levitation sub fault. The flow and motor speed dropped to 0 lpm and 0 rpm, respectively. Flow and motor speed were resumed shortly after each alarm. The console was power cycled twice before being finally shutdown on (B)(6) 2024 at 12:45 to be shipped to abbott. There were no other notable alarms active in the log file. Additional information provided on 10dec2024 stated no product other than the console was exchanged, and that the serial number of the motor was unable to be provided. The root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including f3, p2 and m4 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: no patient was involved. D4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console showed p2 disconnected, m4 motor alarm, and f3 system fault alarms during priming. The customer exchanged the console to resolve the alarms. It was noted that the customer would like to have the console returned for evaluation and repair.